Event description:
Voluntary medwatch report submitted by hospital to FDA (1016457) reported an investigation was in process by the hospital concerning potential damage to 6 endoscopes that were processed through a "sterrad system I sterilizer." The hospital indicated to FDA that the breakage occurred after each scope was processed through the system. Each scope was reported to appear cloudy, have a broken seal and one scope was visually obscured by internal blood/fluid. One patient experienced possible injury. The hospital indicated that after surgery, a patient developed a postoperative infection requiring intervention to preclude permanent damage to a body structure. Event remains under investigation by hospital.